Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the customer comment; the main printed circuit board was out of electrical specification (the rate was bouncing).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion. Evaluation summary (B)(4) - analysis confirmed the customer comment; the main printed circuit board was out of electrical specification (the rate was bouncing).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the rate was "bouncing" around 193ppm - 200ppm. The external pulse generator (epg) was returned for servicing. No information was received indicating patient involvement.